Event description:
It was reported that the wake button was delayed in responding to touch. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. No information was provided on how customer addressed elevated bg. The technical support team instructed the customer on proper button usage and removed the pump from its case to troubleshoot the issue. Despite successfully turning on the display, the button issue persisted. Customer continued to use the pump for insulin therapy.